Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 6, 2016, it was reported that the device was shredding the skin. On october 21, 2016, it was clarified that the issue occurred during surgery. There was no harm/injury to a patient or operator and no medical intervention/additional surgical procedure was required in the event. An alternate device was used to complete the surgery and there was impact/damage to the graft harvest but it was able to be used. The dermacarrier was used at room temperature and the device had not been repaired by someone other than zimmer biomet. The surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The right hinge shoulder bolt was missing from the device. The comb was bent on the right hand side. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the bent comb. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), showed signs of wear to the roller gear and blades. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged comb, side plates, bushings, roller and gear. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut when tested and was deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was bent on the right hand side and the 1.5:1 ratio cutter sent in produced an incomplete cut when tested and was deemed non-repairable. While during the initial inspection it was noted that the comb was bent on the right hand side and the 1.5:1 ratio cutter sent in produced an incomplete cut when tested and was deemed non-repairable, it is unknown with the information that was provide how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was shredding skin during surgery. No adverse events were reported as a result of this malfunction.